Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that they felt itching and saw a large, red patch, located under the sensor adhesive. The patient stated that she had been experiencing skin reactions for the past 6 months and that her skin reactions occur under the adhesive of the dexcom sensor and were worse where the transmitter sits. Patient consulted with her endocrinologist regarding her skin reactions she was advised to use skin barrier methods, none of which had been successful in preventing skin reactions. At the time of contact, the patient was feeling better. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.